Event description:
It was reported that pump did not detect cartridge and repeatedly displayed cartridge replacement error despite use of several different cartridges. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor provided replacement pump while awaiting return and investigation of reported issue.